Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her charger wasn't working and acting up for the couple weeks, kicking off and the controller showed call the manufacturer with numbers, but she wasn't sure of the information on the screen. The patient also reported that for a couple weeks she charged the ins fully and next day the ins was empty. The patient connected with the controller only, the controller showed the ins was red and controller was 90% charged. The patient connected the recharger to the controller and screen showed excellent recharge quality and then rm03 system problem on the controller while on the call. The patient also reported that it was taking the ins a long time to charge for several months and was getting excellent quality when charging. The patient confirmed that the charging speed was four. There was also fray by the paddle on the recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the paddle quit charging and they received a message to call the manufacturer. The patient said they consulted the manual given to them at implant that told them to call the manufacturer. The patient stated they received the new paddle and it was charging twice as fast as the previous one. No further complications were reported/anticipated.